Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30475972m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient approximately 50 years old underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. At the start of ablation, during use of the thermocool® smart touch® sf bi-directional navigation catheter (stsf), a pericardial effusion was diagnosed via soundstar (ss) catheter after readjusting the catheters between radiofrequency (rf) burns. The physician stated the patient had an atrial septal defect (asd) closure device and it was believed that the posterior wall of the left atrium (la) was perforated during the transseptal procedure. A pericardiocentesis was performed. The patient was stable at the time of the report. A transseptal puncture was performed with a brk-1 71cm. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The irrigation catheter was used in the standard flow setting for stsf ablation. The correct catheter settings were used on the generator. The pump was switching from low to high flow during ablation no error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector and visitag, the visitag module parameters for stability were, 3mm range, 3 seconds time, 25% of force over time (fot) over 3g. No additional filter used with the visitag. Color options were used prospectively was ¿other¿. The patient required extended hospitalization because of the adverse event. Patient status was reported as improved.